Event description:
Customer called on (B)(6) 2011 reporting that the unicel dxh 800 coulter cellular analysis system, while running in cassette mode, generated erroneous high eosinophils (eo) and low neutrophils (ne) with no instrument generated flags on a specific patient sample. Customer reported that the instrument generated a false high eo% result of 73.4% on a patient sample and a rerun on the same instrument recovered 0.4% eo. Customer mentioned that a manual diff was performed with no eos observed. No injury was reported and erroneous results were not reported out of the laboratory therefore no change to patient treatment had resulted from the erroneous results. Field service engineer (fse) was dispatched but could not determine the root cause of the erroneous eos. Fse stated that the instrument was performing within published specifications but made minor adjustments as a precaution.

Event description:
Raw data analysis revealed that the neutrophil (ne) population in the original run had a different distribution than in the re-run. The original run exhibited large number of events with lower than expected light scatter (ls). Those events conformed into a cluster which the algorithm incorrectly identified as the main neutrophil (ne) population while labeling the remaining events as eosinophils (eo). Failure mode is attributed to the ne population in the original run exhibiting large number of events with lower than expected ls.